Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's device was damaged by a health care provider (hcp). The event date was reported to be around 2010. The consumer needed a new one so there was a revision/replacement on (B)(6) 2013. No further complications were reported.